Event description:
The customer reported to olympus, the air system of the videoscope was clogged and there was poor air supply from the air flow system of the gastrointestinal videoscope. The device was returned and an evaluation of the returned device revealed foreign body adhesion. The air/water nozzle was clogged with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, no air is fed. There were few additional findings. Adhesive on bending section cover had foreign objects, had a crack and white clouded area. Bending section cover was dirty. Due to clogging of nozzle, no water was fed. The distal end cover had a dent. Foreign objects were found on distal end and distal end cover. Connecting tube, universal cord protector and objective lens had a scratch. Scope-connector had a crack. Universal cord had a wrinkle. Paint on suction cylinder and air/water cylinder was peeled. Three good faith efforts (gfe) were made to obtain additional information. However, no response received. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of remaining of the foreign material was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. - inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. [Inspection of the endoscope] 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.